Event description:
It was reported that the pump had broken housing.

Event description:
It was reported that the pump had broken housing.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2022-02890. The report was submitted in error.